Manufacturer narrative:
The calibration was last performed on 26-dec-2025, and it was acceptable. The qc was within the ranges. There was no indication of a performance issue with the reagent. No visual abnormalities (such as clots, fibrin, or hemolysis) were noted. The alarm trace showed an abnormal aspiration alarm on the date of the event; around the time the sample was processed. The field service engineer verified that the water pressure, gear pump pressure, and wash station levels were all within specifications. To ensure optimal performance, he replaced the sample probe and calibrated all probe alignments. Precision studies and qc were performed, and they were within specifications. The instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas c 303 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 5 patients' samples tested with the hba1c on a cobas c 303 analytical unit. Patient 1: initial result: 5.7 %. Repeat result: 5.2 %. Patient 2: initial result: 6.2 %. This result was inconsistent with the patient's fasting glucose level. Repeat result: 5.6 % (it was noted that this repeat result was performed on the sample outside the sample storage stability claims). Patient 3: initial result: 5.9 %. Repeat result: 5.4 %. Patient 4 and patient 5 were initially tested on (B)(6) 2026: patient 4: initial result: 5.8 %. Repeat result: 5.3 %. Patient 5: initial result: 5.7 %. On (B)(6) 2026: repeat result: 5.2 %. The provider questioned the initial results, prompting the repeat of the samples for patient 1, patient 2, patient 3, and patient 4 on (B)(6) 2026. The repeat results were deemed to be correct as they were consistent with the patients' health or their fasting glucose levels.